Event description:
--

Manufacturer narrative:
A request was sent to the field representative for additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). The field representative contacted the patient's clinic for additional information. The patient was brought back to the clinic and isometric exercises and device interrogation was performed. The shock impedance value had decreased to 70 ohms; therefore, the clinic believes there was an isolated event that occurred. The patient uses remote home monitoring and no further issues have been observed.

Event description:
Boston scientific received information that an alert was detected for high shock impedance measurements with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. No intervention has been taken at this time and the source of the issue has not been determined.